Event description:
Allegedly, patient revised due to permanent and debilitating injuries including pain, hip dislocation, difficulty walking. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2015-00697.